Event description:
An optometrist reported a patient with iritis, in both eyes, five weeks following lasik. The patient had reported irritation and went to an urgent care facility on (B)(6) 2013. He was prescribed topical antibiotic drops. The patient saw his surgeon the following day and his symptoms had worsened. He was treated with topical steroid drops and he felt relief that day and has been asymptomatic since. In a follow-up with a technician, she stated the patient was last seen on (B)(6) 2013 and reported good vision and comfort. The patient began tapering off the steroid drops. Patient is scheduled to return for a follow-up exam on (B)(6) 2013. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).